Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal an unspecified amount of tampons fell apart leaving pieces inside her vaginal cavity. She manually removed the pledget pieces and experienced pain with removal. Her vaginal pain resolved and she did not seek medical attention. She did not experience any adverse health effects.